Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a issue with high blood glucose. The customer¿s blood glucose level was 360 mg/dl at the time of incident. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. The device will not be returned for analysis.